Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon's assist brought in the suction irrigator while the surgeon was using the force bipolar instrument and bumped into it. That was when the force bipolar instrument broke. The force bipolar instrument tip broke inside the patient and the pieces were retrieved. The instrument had been bagged up when the clinical territory associate (cta) got to the hospital, so they did not have the instrument information. The hospital would be logging the complaint themselves on the portal the next day to create the defective return material authorization (RMA). The procedure was completed.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.